Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). A visual evaluation of the returned device found that stent is not broken, however the proximal section of the stent is blackened and severely damaged (bent/kinked) and the stent presents damages throughout. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The complaint information states that it is most likely that damages on the stent were caused by the desk forceps device during stent insertion. Also the additional information indicates that the patient had a tortuous anatomy, this condition could have caused issues during the stent placement which could have led to damage the device. Probably the stent was blackened due to the device was in place for several weeks. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during a stent replacement procedure performed in the pancreatic duct on (B)(6) 2017. According to the complainant, endoscopic retrograde cholangiopancreatography (ercp) was performed to replace the advanix pancreatic stent which was implanted in the patient approximately one month prior. During the stent replacement procedure, it was noticed that approximately 1/3 of the stent was dislodged from the papilla. Furthermore, it was confirmed by the use of endoscope that the stent was torn/ripped and had some sideways scars near the flap. A snare was used to remove the damaged stent. According to the physician, it is possible that the damage was made to the stent by forceps used during the initial stent placement procedure. There were no patient complications reported as a result of this event.